Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up of this cardiac resynchronization therapy defibrillator (crt-d) high out of range pace impedance measurements were noted. Pocket manipulation was done but no noise was noted. A revision took place to exclude a connection issue. No connection issue was noted. The system remained implanted with frequent follow ups planned. No adverse patient effects were reported. Additional review was done by boston scientific technical services (ts) and engineering. Ts discussed doing further investigation of this case at the next follow up. A review of the data by engineering noted two high reading when it comes to the pace impedance measurements and noted that this supports a suspected mechanical issue with the lead or its connection to the device.